Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of left knee. Stryker uni-knee to total knee. Rep stated that this revision might be due to "lateral side wear." Rep could not confirm if the wear is specific to the insert.